Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was report that the patient presented to clinic after a merlin.net alert said the device was in backup vvi. The device cybersecurity update was performed, and the device function was restored successfully .patient¿s condition was stable.